Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 244mg/dl, 134mg/dl. Tests were done within <10 mins with a difference of 52%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "cust was cleaning the meter w/ alcohol. The checkstrip test checked out ok."